Event description:
The customer reported that her blood glucose read high (.500 mg/dl) for most of the day so she went to the ER for treatment. She was hospitalized from (B)(6) 2015. She was diagnosed with dka (diabetic ketoacidosis) and was treated by IV insulin and injections. The hospital workers thought that the cannula was "smashed."

Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hospitalization for diabetic ketoacidosis was found. Lot qualification records were reviewed and the product lot met all acceptance criteria. See scanned page.